Event description:
During installation of the device, the user reported the cardioplegia monitor would not track the volume as expected. Since the event occurred during installation, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.